Event description:
It was reported that during a vso procedure, when the device was closed, it was sticking. After firing, the trigger would not open automatically. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.